Manufacturer narrative:
Concomitant medical products: 310c31 tissue valve, implant date: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an heart exacerbation. It was also noted that the right ventricular (rv) lead exhibited intermittent undersensing and chronically low r waves. The rv lead remains in use. No further patient complications have been reported as a result of this event.